Event description:
It was reported that the right ventricular (rv) lead was reprogrammed due to exhibiting pacing failure and increased impedance values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. On 2014-(B)(6) rv pacing impedance measured 1273 ohms which spiked from 494 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4592-53 lead implanted: (B)(6) 2004; 5071-53 lead implanted: (B)(6) 2008. (B)(4).